Manufacturer narrative:
The device was received deployed. Download data generated no hazard alarms. No time outs or drive stalls were observed. During investigation, a tear was observed in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. The device was leak tested again below the observed leak and no additional tears or leaks were observed. Due to not knowing the exact cause or timing, the damage cannot be confirmed as the cause of the reported events.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 432 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.